Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. : mfg site name - (B)(4). The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report# 3005099803-2015-01795 for the other associated device information. It was reported to boston scientific corporation that an obtryx system was used during a pelvic floor reconstruction procedure performed on (B)(6) 2015. The subject was also implanted with xenform soft tissue repair matrix. According to the complainant, on (B)(6) 2015, the subject presented with mesh exposure of greater than 1cm in the vagina away from the area of the suture line. A surgery is scheduled on an unknown date to remove the exposed mesh. The event has resolved (B)(6) 2015. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.